Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used for 5 years. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson¿s disease. The exact procedure date is unknown; however it was reported that the tube was placed in 2010. According to the complainant, this information was obtained from a slide presentation done by a gastro surgeon at (B)(6). Reportedly,when the jejunal tube was removed from the patient in 2015, the tube was split/torn. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson¿s disease. The exact procedure date is unknown; however it was reported that the tube was placed in 2010. According to the complainant, this information was obtained from a slide presentation done by a gastro surgeon at (B)(6). Reportedly, when the jejunal tube was removed from the patient in 2015, the tube was split/torn. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. As of june 7, 2018: according to the complainant, this information was obtained from a slide presentation done by a gastro surgeon, (B)(6).